Event description:
A hospital based dialysis unit reported the following: "on saturday, a brand new patient to dialysis died shortly after initiation of dialysis. Because of high potassium, he was being treated on a 0-potassium bath (ok)". The facility was contacted and some additional information has been reported to us. It has been learned that the patient had an elevated potassium level of 6.50 in 2009 (see lab result below). Reportedly, the md ordered kayexalate. The facility verbally reported that the patient had a 5.0+ potassium lab value after administration of this medication. However, according to the actual lab report the same day, a potassium level drawn later on that day (see lab result below) reported a 4.0 potassium level. The reporter added that the patient presented with diarrhea for his first day of dialysis. The md ordered a bath acid concentrate with no potassium to be used for the first dialysis treatment occurring the next day. The dialysis was started when 1/2 way through the treatment, the patient died. Also, the facility reported that the dialysis machine as well as the dialysate was tested prior to the start of this treatment and reportedly, the entire treatment set was within the outlined specification/expected range in order for the treatment to be given. A request for additional information including the cause of death has been requested, and to date, no further information has been released from this user facility. The facility did return the actual sample to an evaluation.

Manufacturer narrative:
Device history record review: no indication of the reported defect found during lot history record review. The lot met the specification outlined for release. Sample analysis: one sample was received. Two 250 ml plastic bottles with a plastic cap closure with a piece of scotch tape across the top of the cap containing liquid acid concentrate. Bottles arrived in a corrugated container filled with paper and foam packing. Sample was evaluated per sop product analysis procedure. The sample was evaluated for calcium, magnesium, sodium, dextrose, potassium, and acetic acid concentration as well as endotoxin level. All results met the release criteria. Conclusion: the reported complaint is not confirmed as this product met all outlined specification. The analysis of the returned sample found the product to be within specification. It is the belief of fmc na that the cause of death of this patient was the result of other contributory factors.